Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached close to the quick release due to which insulin was not delivered properly. Further, this issue occurred with three infusion sets. The site location was patient's abdomen and the pump was worn on the belt. Moreover, the infusion had been used for less than a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.